Manufacturer narrative:
The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. It was reported to manufacturer that the patient was elderly, diagnosed with osteoporosis, and had a history of smoking and cancer. The patient also suffered a pseudarthrosis, thereby forcing the plate to take all of the load of the construct, likely resulting in the plate fracturing. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a plate fractured. The patient reportedly had a fractured plate approximately 18 months post-op. There are no plans to revise the patient at this time.